Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a vaginal vault suspension procedure performed on (B)(6) 2018. According to the complainant, during preparation, the dart detached cleanly from the suture outside the patient when it was loaded into the capio carrier. Reportedly, it failed right out of the package and no excessive force was used. The procedure was completed with the same uphold lite with capio slim device. The patient was reported to be stable after the procedure.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a vaginal vault suspension procedure performed on (B)(6) 2018. According to the complainant, during preparation, the dart detached cleanly from the suture outside the patient when it was loaded into the capio carrier. Reportedly, it failed right out of the package and no excessive force was used. The procedure was completed with the same uphold lite with capio slim device. The patient was reported to be stable after the procedure.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. Manufacturing site: although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical, 2301 centennial boulevard, jefferson in, 47130 USA. A visual examination was performed on the returned capio slim suture capturing device and no damage was noted. The mesh assembly, containing the sutures and darts, was not returned. A functional examination was performed on the capio carrier, it could be extended and retracted with no issues noted. The cage of the capio slim suture capturing device was removed for further inspection; nothing was found inside of the cage. The investigation concluded that the most probable cause for the dart detachment/suture broken is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "dart detachment/suture broken." Per investigation, it was determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase and no further escalation is required.